Event description:
Device reportedly overinfused: 50 ml bag with versed was set on channel d to run at 3.5 ml/hr, but nurse found empty bag (unknown time but shortly after infusion was started). Device was still reading 50 ml vtbi when event occurred. Pt experienced hypotension requiring dopamine to correct. Testing/inspeciton: the reported overinfusion of versed could not be confirmed nor replicated during testing. The device was received in fair condition. The service seal was missing. A review of the device event logs showed no keypresses that would indicate a programming error had occurred. Testing on channel d found it to be deliverying within specifications. Open inspection of the device showed no issues, the pumping mechanism was secured properly and in good working condition. Device evaluation revealed no explanation for the reported over infusion.